Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of concern for an artificial valve leaflet being passively ingested could not be confirmed through this evaluation. A specific cause for the reported events could not be conclusively determined. The submitted log files contained no atypical alarms and appeared to show the pump operating as intended. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6). No further related events have been reported at this time. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, and patient handbook, is currently available. The IFU lists adverse events that may be associated with the use of the heartmate 3 lvas. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6, ¿patient care and management¿, instructs the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the pump was implanted but not turned on and the surgeons were concerned for an artificial valve leaflet being passively ingested. The pump was reprimed and the parameters during priming and initial priming were identical. The log files were submitted for review due to concern of roto instability in case the valve leaflet was trapped on the rotor but not causing power changes. The log data was limited but did not show any rotor concerns such as instability or noise. Additional log files were submitted for review. Nothing abnormal was seen in the log files when the patient went on the pump. No rotor concerns and the estimated flows appeared appropriate. It was later communicated that the device operated as expected and the patient was recovering well from surgery.